Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified for the phenomenon of ¿image is not displayed¿. Other incoming inspection finding involved cable buckling which was determined to have been caused by the twisting of the cable. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was not displayed. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the ccd of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.